Manufacturer narrative:
The device was received may 10, 2023 by nuvasive however, the complaint was not confirmed. The arm was not received under the RMA but rather returned through the inbound set process where the required weighted testing found the arm lock to be fully functional and locked per design. No root cause could be determined although technique and user perception are the likely cause or contributors, no additional investigation can be completed. No lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...method of use: if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request..." "...information: to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at (B)(6). You may also email: (B)(6)."

Event description:
Corrected information listed in section h10.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive qa for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. Labeling review: "pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury... Instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported the instrument arm did not lock into position during procedure. There was no report of adverse patient impact. No additional information is available.